Event description:
Received information stating customer received three occlusion alarms during basal and bolus over the past few weeks. Customer's blood glucose was high; however, customer did not want to troubleshoot. The customer is reportedly using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t: slim cartridge.